Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is it is presumed that the reportable event occurred due the outer tube is deformed and therefore the parts are not dis-/reassemble, the protector of the video cable section is cut, and the video cable is broken and therefore the image is not displayed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is deformed and therefore the parts are not dis-/reassemble, the protector of the video cable section is cut, the video cable is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had defective optics. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.